Event description:
The customer's wife stated that the customer was hospitalized due to pneumonia. During his stay, the customer was put on various medications, including steroids and antibiotics, which caused his blood glucose to run high. However, the customer's blood glucose dropped to 40 mg/dl, culminating in the customer lapsing into a coma. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.